Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in transmitter and receiver (txrx) module, disconnection in receiver (rx) module, the endoscopic image could not be displayed (and error e226 appears) and 3d function not working properly. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction : cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center presented error e226 on screen and a snowy image. There were no reports of patient harm.